Event description:
The account alleged the brakes were not locking. No injury reported.

Manufacturer narrative:
The service technician found the brake pads were worn. The technician repositioned the brake pads to resolve the issue.